Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to conclusively specify the root cause of the suggested event, nor to specify the occurrence cause of the event from the information obtained for this investigation. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in bf-h190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states the preventative measures in bf-h190 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.